Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 600 mg/dl. It was stated that the customer felt ill the day prior to the event, but she didn't check her blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.